Event description:
It was reported that this patient has a history of gradually increasing shock impedance measurements from this right ventricular (rv) lead. The latest measurement was 145 ohms. Boston scientific technical services was contacted and provided thorough recommendations for in-clinic maneuvers and diagnostic imaging. It was also recommended to perform a commanded 1.1j shock to exclude lead impairment. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of gradually increasing shock impedance measurements from this right ventricular (rv) lead. The latest measurement was 145 ohms. Boston scientific technical services was contacted and provided thorough recommendations for in-clinic maneuvers and diagnostic imaging. It was also recommended to perform a commanded 1.1j shock to exclude lead impairment. The physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.